Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient was referred to the facility with a request for the system removal due to infection. No adverse patient effects were reported. The pacemaker was explanted.